Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection, as listed in the xience pro 48 everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the images provided confirm that the edges of the initial stent placed in the left anterior descending (lad) are narrowed. This narrowing is more apparent at the distal edge. The lesion was pre-dilated and aggressively post-dilated. The edge dissection of the proximal portion of the stent is confirmed and is treated with an additional stent that also treated the coning of the previously placed stent. The reported stent movement back was not confirmed. The movement of the stent during deployment was not able to be identified. The distal edge dissection was not confirmed. An additional stent was needed to treat the coned edge of the distal stent and the second stent extended only slightly past the initial stent.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 23 mm xience pro referenced is being filed under separate medwatch reports. The xience pro is currently not commercially available in the us. However, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with a long segment of severe disease in the right coronary artery (rca) and the left anterior descending (lad). The lad was dilated and the 3.0 x 48 mm xience pro stent was implanted with recoil noted in the proximal and distal stent. Dilatation was performed distally which resulted in full expansion, but there was significant proximal recoil. Dilation was performed, but resulted in distal recoil again. Further dilatation was performed, but the proximal segment recoiled. At this point, a dissection was noted in proximal lad related to the guide catheter, and one in the distal vessel. There was recoil in the proximal and distal portion of the stent. A kissing balloon technique was performed in the lad and diagonal. The distal recoil was treated with a 3.5 x 23 mm xience pro stent, extending just outside the original stent to cover the dissection. A 3.5 x 18 mm xience pro stent was then implanted to treat the proximal recoil. A 3.5 x 23 mm xience pro stent was implanted in the proximal lad, to cover the dissection. During deployment, the stent moved back slightly. Dilatation was performed throughout the segment. Imaging showed almost full expansion, but then showed significant stent recoil with an eccentric stenosis. No further treatment was performed. The patient was discharged and scheduled for treatment of the right coronary artery (rca), on (B)(6) 2015. During the scheduled angiogram, the rca was successfully treated, and the lad was re-imaged. The stents were confirmed to be patent with an excellent result, and good apposition. The patient was discharged. No additional information was provided.